Manufacturer narrative:
To date , the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A camino temperature probe (product ID unknown) was not reading the temperature. The product was in contact with patient. The procedure was delayed however, the amount of time involved was not provided. The probe was removed, another probe was located and another site (gastric or urinary) was used to obtain the temperature. There was no patient injury or death involved with this report.